Event description:
It was reported that during a coronary stent procedure of a diffusely diseased rca lesion, the stent dislodged. After advancing the express2 through the guide catheter, the entire system kicked out of the vessel. The wire and the guide catheter were readvanced into the vessel. The physician elected to retract the delivery/stent device back to the guide catheter for removal. Upon removal it was noted that the stent was missing. The physician did not attempt to locate the stent and it is believed that it remains in the pt. Pt status is listed as "okay".